Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under the down arrow key contact.

Event description:
It was reported that the buttons are sticking. It was reported that the keypad is intact.